Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the malfunction without recurrence. The caller was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.